Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii seal failed to load as it did not fold properly during the loading process. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly, seal and anchor tab were inside the body of the loading device. The green slide lock was locked; the white plunger was not depressed on the delivery device. Based upon the evaluated results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).